Event description:
It was reported that the bd 0.3ml syringe experienced hub separation from the device. The following information was provided by the initial reporter: when pulling it hard, the user experienced separation of the shield with the needle from the barrel.

Manufacturer narrative:
Investigation: customer returned (3) loose 0.3ml bd insulin syringes. The customer reported that before use the shield was too tight to remove, and when pulling it hard they experienced separation of the shield with the needle from the barrel. The returned syringes were examined, and it was observed that the cannula hub was properly attached and fully seated on all 3 barrel tips. It was also observed that all 3 syringes exhibited a translucent material on the side of the cannula hub which made it difficult to properly attach or detach the cannula shield. A uv light was used to confirm that this material was adhesive splatter. The alleged needle hub separates issue could not be confirmed based on the samples received. Due to the batch being unknown, no DHR review can be completed. Bd was not able to duplicate or confirm the customer¿s indicated failure (hub separates). Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd 0.3ml syringe experienced hub separation from the device. The following information was provided by the initial reporter: when pulling it hard, the user experienced separation of the shield with the needle from the barrel.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.